Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics. It was reported that the patient was further identified as african american. Additional medical history included spasticity and concomitant products included keppra and glycolax. On unspecified dates, the patient missed several appointments to get the pump changed as the pump was at eos. It was also reported as the pump was empty and had no baclofen. On (B)(6)2018, the patient was discharged from the hospital. There were no further complications reported at this time. The event was likely related to baclofen withdrawal.

Manufacturer narrative:
Correction to unique identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as cerebral palsy. It was reported that the patient was admitted to the emergency room (ER) the night of (B)(6) 2018 for signs/symptoms of altered mental status. The nurse stated that the physician thought the patient could be exhibiting some withdrawal symptoms. There were no recent falls. After talking to the parents, they stated that the patient was just refilled "a couple of weeks ago" (from (B)(6) 2018) and everything was fine. The mother said she had noticed beeping a few days ago. The pump was interrogated at bedside and it reported end of service (eos) on (B)(6) 2018. On (B)(6) 2018, the patient was awake and alert. Her mental status was baseline per the mother. The patient would be transferred to neuro intensive care unit (ICU) for monitoring. Oral baclofen was ordered. The issue was not resolved at the time of the report. The patient was said to be "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.